Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit is broken. Patient is okay. It is a loan set. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the tip of the drill bit is broken off. The investigation of the complained article shows that the tip of drill bit is broken off. The cutting edges have signs of use. The exact cause which has led to this occurrence cannot be determined. There was a heavy exceeding mechanical overloading situation which caused the breakage. This blunt drill bits require more mechanical power during the application, blunt or damaged instruments need to be exchanged before surgery. No manufacturing related failure could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.